Event description:
The customer reported that the system displayed an xrc error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). Monoblock controller error code. The ge service rep replaced the monoblock controller. The system operates as intended.